Manufacturer narrative:
The insulin pump was received with a blank display. The problem was isolated to the mother board. Unable to perform the displacement test or check the operating currents due to the blank display.

Event description:
It was stated that the customer was experiencing low battery life. Troubleshooting was performed, and the customer was not doing anything that would cause low battery life. A new battery cap was sent to the customer. Nothing further was reported.